Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of explant and event have been estimated.

Event description:
It was reported that the patient developed an infection at the ipg site. Ipg was explanted approximately a year after implant to address the issue.